Event description:
The customer reported that the device issued a "speaker malfunction". The device was used for monitoring at the time of the alleged malfunction. No death or patient / user harm or injury was reported.